Event description:
A us dist returned a charger/model indicating that it would not charge a battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) is underway. The reported problem (battery charger problem) is being investigated. A root cause analysis is underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective charger/modem.